Event description:
It was reported that during surgery, the ceramic tip of the serfas energy probe broke off. According to the customer, it fell into the open knee joint and was very difficult to remove, but nothing was left inside the patients knee. The surgery was completed with a prolongation of 10 minutes.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.